Event description:
It was reported that the patient experienced a low blood glucose reading of 55 as indicated by the sensor and treated with fast-acting carbohydrate without confirming with a fingerstick; the agent advised allowing recent therapy adjustments to take effect and provided troubleshooting and education. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution after oral glucose administration. Investigation included customer interview and user education. Investigation of this case revealed no confirmed device malfunction and no identified device component failure; the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.